Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. (B)(4) - pump (rvad) / catalog number 1103 / expiration date 31dec2018. Implant date: (B)(6) 2017. Device available for evaluation?: no. Device evaluated by MFR?: no, not returned to manufacturer. Labeled for single use?: yes. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this bivad patient expired due to multi-system organ failure (msof). The pumps will be returned for evaluation. No further information has been provided by the site.

Manufacturer narrative:
(B)(4). Yes, returned to manufacturer on 06/07/2017 (B)(4). Hw27268 and hw28283 were returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw27268 and hw28283; therefore, the purpose of this investigation is solely to evaluate the devices' conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pumps from performing as intended. Review of log files was not performed since log files were not available for analysis. Failure analysis of the returned pumps revealed that the devices passed visual examination, functional testing and dimensional verification. Independent pathology report revealed no evidence of thrombus within both pumps. Of note, it was reported that the patient expired due to multi system organ failure. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the devices from performing as intended. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.